Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarms. The customer's blood glucose was unknown. The customer stated that pump alarmed no delivery during priming. The customer was advised to keep diary of alarms over the next week and call back to report. The insulin pump will not be returned for analysis.